Manufacturer narrative:
The other graftmaster stents are being filed under other MFR numbers.

Event description:
Reporting status: serious injury - surgical intervention. Reporting rational: perforation not sealed resulting in surgical intervention. Device issue: leak - stent graft. A 3.0 x 16 mm graftmaster stent failed to cross to the perforation. It was removed and was being re-prepped, then the stent dislodged from the balloon. A second 3.0 x 16 graftmaster was attempted and re-prepped multiple times: however, the stent also came off the balloon, outside the body. Next, a 4.0 x 16 graftmaster was placed; however, it failed to seal the perforation. It was noted that the stent was too stiff and rigid and would not bend around corners. Another 4.0 x 16 graftmaster was placed, but it too failed to seal the perforation. A 5.0 x 19 graftmaster was attempted to cross the lesion; however, it couldn't advance into the lcx. The patient was sent to surgery. No additional event or patient information is available.